Event description:
Event description guidant/crm received information that due to high thresholds, and loss of capture, this passive fix selute picotip lead was removed from service. A new positive fix ventricular lead was implanted without issue.